Event description:
Secure notes: caller unaware patient had a slm/abbott device implanted, found mdt card with lead information and called mdt for information regarding device function. Explained device and lead components, different manufacturer. Gave caller sjm contact phone number for further inquiries regarding device function of patient. Complaint notes: caller unaware patient had a slm/abbott device implanted, found mdt card with lead information and called mdt for information regarding device function. Explained device and lead components, different manufacturer. Caller originally inquired if device working properly, as patient expired and clinic confirmed no shocks were delivered. Gave caller sjm contact phone number for further inquiries regarding device function of patient. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).